Event description:
It was reported that the pt underwent a gynecological procedure in (B)(6) of 2011 and mesh was implanted. It was also reported that the pt experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the pt has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.